Manufacturer narrative:
(B)(4). Additional information: product surveillance attempted to contact the patient's nurse. A voicemail was left explaining that an iipv was found during evaluation of the patient's homechoice (including dates, volumes, and cause.). Device evaluation: the homechoice was evaluated by the product analysis lab (pal). The device passed both the returned instrument test/evaluation (rite) functional and electrical tests. The hc was determined to meet the specification requirements relative to the iipv identified via device log review. The assignable cause of the iipv was determined to be an insufficient drain (one or more cycles advanced to the next fill when a slow/no flow condition occurred above the minimum drain volume threshold). Review of the service history reveals the homechoice passed all tests and calibrations prior to its release from baxter. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
An instance of increased intra-peritoneal volume (iipv) was identified during a review of the returned homechoice (hc) patient event log. On (B)(6) 2010, the drain volume was 3448ml during cycle 3. This event meets the criteria of an overfill.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation.